Event description:
Customer reports via phone, (B) (6) male having a CT of the abdomen with contrast. IV access, rt ac with a 22ga bd autoguard, attached to a 1 inch cms microbore extension tubing rated for 330psi. Injection protocol of 1.5ml/sec for 100ml volume. Injection started. Technologist noted contrast on images not optimal. Technologist noted IV had infiltrated for approx 100ml. Customer states the infiltration has resolved. No pt treatment info has been made available.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.